Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device coupling too side was worn out and the vibration head was torn. It was also observed that the device failed pretest for check saw blade coupling and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to construction/design false and defective. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During further evaluation, it was observed that a CAPA was initiated to address the issue with the cracked saw head. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device was not working properly. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.